Event description:
A report received from the cordis clinical study registry in another country indicated that a patient experienced cardiac tamponade after a receiving a cypher stent. The cypher was implanted in the left anterior descending coronary artery and the target lesion was a diffuse restenotic (instent restenosis of a vision bare metal stent) with bifurcation requiring double guide wire. The lesion was irregular and eccentric with an angulation between 45 and 95 degrees. Predilation was conducted with a 2.5 x 20mm balloon at 8atms and the cypher was satisfactorily implanted at 16 atm. Post dilation was conducted at 6 atm with a 3.0 x20mm balloon for bifurcation. No complication was reported. However, it was reported that after leaving the cath lab, (length of time unknown), the patient experienced a cardiac tamponade and required a pericardiocenthesis. The pericardiocenthesis was unsuccessful and the patient was taken for surgery for pericardium evacuation. The event was resolved without sequel and the patient remained asymptomatic at one-month follow up. This event was determined by the presiding physician as unrelated to the cordis product but highly probable to the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.